Event description:
The customer reported the system had a cine drive not available error and would not function in cine. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was replaced during the service call. The system was tested and found to be working as intended and put back into service.